Event description:
The following information was provided by the initial reporter: it was reported via email: I have a quality problem on a box at first glance of the reference 305959, batch 2506060, expiry 05/2030. When did the incident occur? Before use. It was reported that "quality issue with batch 2506060, missing seals, so material arrived loose". Response received on:1/23/2026 3:37 pm - (B)(6) the package was not damaged. Inside, the syringes on top were not sterile. The products are still available (unused) if you wish to examine them.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Pr 14006540 follow up MDR for device evaluation and correction: date of event was incorrect in the initial MDR. B.3. The date received by manufacturer has been used for this field" should be added in the h tab. One photo along with a case of product was provided to our quality team for investigation. Upon inspection, two packages were found open due to missing sealing cord, confirming the reported concern. A device history review was performed for reported lot 2506060, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were identified during these inspections. Although no direct issues were identified, we have determined this incident occurred due to operator error during a film change on the packaging machine. This procedure requires the syringe loader to be deactivated to prevent syringes from being fed into the system. In this instance, it appears the syringe loading was not turned off, which led to the open packages. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.